Manufacturer narrative:
The reported event of heat was not duplicated during the functional evaluation. Upon disassembly, the technician found the rotor assembly was damaged and/or corroded.the event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
It was reported that the device was overheating during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that the device was overheating during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.